Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiopulmonary failure. Related manufacturer reference number: 2017865-2019-13178. Related manufacturer reference number: 2017865-2019-13180. Related manufacturer reference number: 2017865-2019-13181.

Manufacturer narrative:
A partial lead connector portion measuring 26.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.